Event description:
It was reported that the device could not be interrogated. The device was successfully interrogated at a later follow-up and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.